Manufacturer narrative:
(B)(4). A companion sample was submitted for evaluation. A visual examination of the sample did not reveal the reported condition of leak below check valve as the returned sample does not have check valve. The returned sample also does not have any cut or hole in the tubing segment. Hence the reported condition cannot be confirmed. A batch review was conducted and there were no deviations found during the manufacture of this lot. The root cause of this condition was not identified. Baxter has conducted a trend review and found that there were not similar reports received for the reported problem. Baxter will continue to monitor sample reports to determine if further actions are required.

Manufacturer narrative:
The sample has been received by baxter for evaluation. A follow up medwatch will be submitted upon completion of baxter's investigation. Batch review performed: no exception was observed during the manufacturing. (B)(4)

Manufacturer narrative:
(B)(4). This information was inadvertently omitted from the previous medwatch. An underwater pressure test was performed at 8 psi; and there were no leaks. The cause of the reported condition remains unknown.

Event description:
The customer reported a leak just below the check valve during use. The tubing was used with a flogard 6201 pump, serial number unknown. The set was primed and the connections secure. The leak occurred after an unknown amount of time. The tubing was changed out and the infusion was completed. No patient injury or medical intervention occurred. No additional information is available.